Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped. The patient had been attempting to sync the programmer with the implant when the message appeared on the screen. Troubleshooting reviewed how to clear the informational power on reset and the message was cleared successfully. Troubleshooting resolved the issue. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that the circumstances that led to the issue were they were outside walking and their battery/whole system had completely shut off by itself. It was fully charged the day before. Patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.